Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the right atrial (ra) lead implant procedure, there were difficulties to pass the lead through the vein, when the lead could be positioned in the atrium, the fixation mechanism was not seen by means of fluoroscopy. Physician decision to remove the ra lead from the patient to test. Testing of ra lead revealed the tip never left the electrode. The ra lead was removed and replaced with a different lead. No patient complications have been reported as a result of this event.